Manufacturer narrative:
This product contains multiple medical device types and common device names. The information for the additional medical device type and common device name is as follows: medical device type: fpa; common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® push button blood collection set had issues when the "wings and half of the cannula exploded, the needle retracted, the spring broke and half the plastic came off." No serious injury or medical intervention was reported.

Event description:
It was reported that the bd vacutainer® push button blood collection set had issues when the "wings and half of the cannula exploded, the needle retracted, the spring broke and half the plastic came off." No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for front/rear barrel separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for front/rear barrel separation with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined as the actual sample was not received. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.